Event description:
It was reported that during surgery, the needle tip fractured off. There we no adverse events as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: germany. The device will not be returned for analysis, as it was discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. The reported event can be confirmed as the provided photo shows the needle tip is fractured. Visual examination shows that the needle tip is fractured off. No product was returned or additional pictures provided; further visual and dimensional evaluations could not be performed. X-ray was provided, however this was not sent to review as analysis was provided in the initial report. Additionally, small fragment is unable to be seen on the single provided x-ray. No additional medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.